Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased 2.5 years in a year time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.

Manufacturer narrative:
Additional information: h6 impact codes and device codes.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased 2.5 years in a year time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.